Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection observed small cracks in the sockets housing. Functional evaluation revealed the device powers up and works from the hand and footswitch controls. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include an issue in a connecting cable or device. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an unknown procedure the device had no power. No backup was available. No patient injuries were reported.